Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was noted to exhibit atrial undersensing on episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.